Manufacturer narrative:
Malfunction not alleged. Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and observations, the complaint of an external ignition causing burning/melting damage to the oxygen line tubing was confirmed. The findings of damage to the shroud exterior, the missing fitting, and no damage to the concentrator electronics aside from the outer jacket of the hour meter leads suggested that the ignition source which caused the burn/melting damage was most likely external. The discoloration damage to other internal components was most likely collateral damage based on proximity to the affected oxygen line tubing. It should be noted that the fitting material was changed to brass in 2013 to prevent inward spread of an external ignition to the cannula tubing. Complaint was confirmed. The underlying cause is external heat source. Root cause could not be determined after reviewing the documentation in this investigation. User¿s manual review 1143482 rev. F. Danger - keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. Danger - a spontaneous and violent ignition may occur if oil, grease or greasy substances come in contact with oxygen under pressure. These substances must be kept away from the oxygen concentrator, tubing and connections, and all other oxygen equipment. Do not use any lubricants unless recommended by invacare. Avoid creation of any spark near medical oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep the oxygen tubing, cord, and unit out from under such items as blankets, bed coverings, chair cushions, clothing and away from heated or hot surfaces, including space heaters, stoves and similar electrical appliances.

Event description:
The provider states the end of the nasal cannula was near a heat source in the patients home and melted, traveled down the tubing into the concentrator and melted the tubing and inside the concentrator and the tubing internal to the flow meter, melted and came off and hit the hour meter wires and melted them. Provider states the power cord or plugs were not hot or any of the wires showed any signs of heat. Provider states the end users pajamas and bed sheets showed the mark of when the tubing was melting. Provider states the end user alleges he did not smoke and provider was not aware if a family member smoked around the unit. Provider states no injury alleged and the end user was admitted to the hospital for observation, end user has copd and the reason he is on oxygen and bronchitis. No further information was provide. Provider states an electrician removed the wall plug and no burns or signs of being hot from the wall. Provider states has not been able to locate the heat source that cause the incident and the concentrator has not been determined to have been the issue. Update from consumer affairs: end user was taken to hospital and observed as a precaution due to alleged incident. No injury confirmed, they just put him on oxygen and observed him. No further information available or provided at this time.

Manufacturer narrative:
An expanded evaluation showed the device did not malfunction. The device did not cause or contribute to a serious injury. The end user was taken to the hospital and observed as a precaution. Malfunction not alleged. Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and observations, the complaint of an external ignition causing burning/melting damage to the oxygen line tubing was confirmed. The findings of damage to the shroud exterior, the missing fitting, and no damage to the concentrator electronics aside from the outer jacket of the hour meter leads suggested that the ignition source which caused the burn/melting damage was most likely external. The discoloration damage to other internal components was most likely collateral damage based on proximity to the affected oxygen line tubing. It should be noted that the fitting material was changed to brass in 2013 to prevent inward spread of an external ignition to the cannula tubing. Complaint was confirmed. The underlying cause is external heat source. Root cause could not be determined after reviewing the documentation in this investigation. User¿s manual review 1143482 rev. F: (page 4) danger - keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. (Page 7) danger - a spontaneous and violent ignition may occur if oil, grease or greasy substances come in contact with oxygen under pressure. These substances must be kept away from the oxygen concentrator, tubing and connections, and all other oxygen equipment. Do not use any lubricants unless recommended by invacare. Avoid creation of any spark near medical oxygen equipment. This includes sparks from static electricity created by any type of friction. (Page 8) keep the oxygen tubing, cord, and unit out from under such items as blankets, bed coverings, chair cushions, clothing and away from heated or hot surfaces, including space heaters, stoves and similar electrical appliances.

Event description:
The provider states the end of the nasal cannula was near a heat source in the patients home and melted, traveled down the tubing into the concentrator and melted the tubing and inside the concentrator and the tubing internal to the flow meter , melted and came off and hit the hour meter wires and melted them. Provider states the power cord or plugs were not hot or any of the wires showed any signs of heat. Provider states the end users pajamas and bed sheets showed the mark of when the tubing was melting. Provider states the end user alleges he did not smoke and provider was not aware if a family member smoked around the unit. Provider states no injury alleged and the end user was admitted to the hospital for observation, end user has copd and the reason he is on oxygen and bronchitis. No further information was provide. Provider states an electrician removed the wall plug and no burns or signs of being hot from the wall. Provider states has not been able to locate the heat source that cause the incident and the concentrator has not been determined to have been the issue. Update from consumer affairs: end user was taken to hospital and observed as a precaution due to alleged incident. No injury confirmed, they just put him on oxygen and observed him. No further information available or provided at this time.